Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: hub-needle/shield assembly was separated from the barrel.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: hub-needle/shield assembly was separated from the barrel.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a 0.3 ml syringe was provided. Consumer reported hub-needle/shield assembly was separated from the barrel. The photo was reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. Due to the batch being unknown, no DHR can be completed. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.